Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had prime fill anomaly. The customer's blood glucose level was unknown. The customer stated that it took a little bit more when filling tubing. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump primed properly. Device passed self test. No unexpected rewind anomalies noted. No unexpected reset alarm anomalies noted.